Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that when she went through airport security on (B)(6) she felt "shocks though her body." The patient confirmed that her stimulator was on when she went through security and the ins was confirmed to be turned on at the time of the call. In a follow-up letter from the patient it was determined that the shocking sensation resolved and that the circumstances which led to the shocking was that the patient went through a security x-ray at the airport with the ins on. The patient's symptoms have resolved without need for intervention at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.